Manufacturer narrative:
Reckitt has received the product information (batch number and expiry date) from the reporter and has instigated an internal factory investigation. Upon reporting the incident, the reporter was able to provide details of the batch number and expiry date, therefore enabling reckitt to review the process records and release testing results from the point of initial manufacture and check retained samples for the specific batch identified. The company¿s assessment is serious with relatedness of possible.

Event description:
Condom broke [device breakage], exposed to acquired immunodeficiency syndrome (aids) due to failing product [exposure to communicable disease]. Case narrative: initial report, is a spontaneous case (B)(4) received on 02-jun-2026, received via consumer relations. The case was reported by a consumer and concerned a male patient of an unknown age in united states. Reference no: (B)(4). Medical device: durex f and I extra sensitive nrl condoms. Batch number: 1002427702. Expiry date: 27-feb-2029. On an unknown date a male patient of an unknown age started using durex f and I extra sensitive nrl condoms, route unknown for an unspecified duration. The product was indicated for unknown indication. The last use of product was on an unknown date. The patient stated that the condom broke and exposed to aids (acquired immunodeficiency syndrome) due to failing product. The patient visited the emergency room to receive treatment for the exposure to aids. The patient provided the batch number; reckitt has instigated a factory investigation using this information. The case was deemed serious as per authority due to it being other serious and medical intervention required. The relatedness was deemed as possible due to exposure after breakage. Follow up has been requested to obtain further information. Case assessment for durex f and I extra sensitive nrl condoms is as follows: the reporting consumer¿s serious assessment has not been provided; case relatedness is possible. The company's assessment is serious with a relatedness of possible and unanticipated. Case outcome: unknown. Company comment: serious - medical intervention required. Possible - exposure after breakage. ¿reckitt safety physician assessment completed on 16/06/2026 and case updated¿.